Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure post coronary bypass (CABG) using a 6f sheath. Reportedly, the device was deployed; however, when pulling out the device to hold onto the long suture, the suture came out of the vessel and was separated. Protamine sulphate 20mg was given intravenously and manual compression was applied for 10 minutes to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual analysis was performed on the return device. The reported suture malposition was not confirmed as not all components was not returned. The reported suture separation was confirmed. However, the suture separation was consistent with using the quick cut. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, and return device analysis, the reported suture malposition and treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: e1 - initial reporter establishment name: updated from (B)(6) to (B)(6) hospital. E1 - address 1: updated from (B)(6) to (B)(6). E1 ¿ city: updated from (B)(6) to (B)(6). E1 - postal code: updated from (B)(6) to (B)(6). E1 country: updated from mus to zaf. E1 - phone number: updated from (B)(6) to (B)(6).